Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) revealed recorded episodes of non-sustained right ventricular oversensing (nsrvo). Over-sensing could not be reproduced in clinic. Programming interventions were made. There were no patient consequences.